Manufacturer narrative:
According to the gore® tag® conformable thoracic stent graft with active control system instructions for use, potential adverse events that may occur and/or require intervention include, but are not limited to endoleak.

Event description:
On (B)(6) 2020, the patient underwent an aortic arch aneurysm using two gore® tag® conformable thoracic stent graft with active control system with 2 debranch bypass and the chimney technique for the brachiocephalic artery. A gore® excluder® aaa endoprosthesis (contralateral leg) was implanted in the brachiocephalic artery. During the procedure, a proximal type I endoleak and a gutter leak were observed. The physician decided to monitor them. On an unknown date, a CT image revealed an esophageal perforation and a type iii endoleak from the junction of two gore® tag® conformable thoracic stent graft with active control system. On july 21, a reintervention was performed. During the reintervention, an angiography image didn¿t show the type iii endoleak. Ballooning was performed to correct the gap between the stent grafts, but this was not successful. An additional gore® tag® conformable thoracic stent graft with active control system was implanted to reline the stent grafts. The physician stated that the type iii endoleak might have been resolved before the reintervention because the endoleak was not confirmed using the angiography during the reintervention.